Manufacturer narrative:
Concomitant medical product: product ID: 8709, lot# j0058215r, implanted: 2001-(B)(6), product type: catheter. (B)(4).

Event description:
The patient reported that the catheter leaked right after implant. The pump was refilled a couple of times in 2009 before they realized the catheter was leaking. During those refills the nurses stuck him half a dozen times before they could find the pump. Per the patient the pa (physicians assistant) also felt the pump should take care of the pain the patient had in their ankles which was a pre-existing condition but the hcp stated it was only for the pain in patient's back. The patient was taking a couple of vicodin's a day and taking ¿lorcet¿ for his ankles. The pa did not want him taking the po meds and the patient was discharged from that hcps office. The patient was later admitted to the hospital due to the leaking of the catheter and per the patient the hospital thought "I was doing drugs". The hospital wanted to know where the patient was keeping the morphine because the levels were "up there". The patient did not know the dose/concentration but stated it was high because the patient was refilled every 5-6 weeks. The patient was taking pills now but does miss the pump. The patient wanted the pump explanted and stated that they had not used it since it was implanted. The patient planned to contact the implanting hcp to see about having the pump explanted. The pump had been used to deliver morphine interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
During the pump implant procedure on (B)(6) 2009, they first dissected the right lower quadrant area where the previous incision line was incised and carried down through the subcutaneous tissue with cautery. Immediately erupting from the wound was clear, colorless fluid consistent with spinal fluid and/or preservative free saline/morphine solution. This was suction evacuated. The intrathecal pump pocket was opened and it became immediately apparent that the connection site of the hub of the catheter to the pump was torn/lacerated/disconnected at the stitch which secured it to the pump and accordingly fluid was both leaking out from the spinal catheter as well as presumably the infusion from the pump. The catheter was then cut more proximally and then a new connection device secured to the intrathecal catheter. This connection was then secured to the new pump which had previously been refilled with morphine solutions diluted to one quarter strength (12 mg/ml) and the pump was programmed to administer approximately 1 mg daily. The intra thecal catheter's position and the system continuity were confirmed with a contrast myelogram performed through the side port injection site. This confirmed placement in the intrathecal space and no secondary leakage sites were found. The pump was then positioned appropriately in the pocket and the incision line closed. The patient was taken to recovery in stable condition. The patient was seen in the clinic on (B)(6) 2009 for a pump adjustment; he rated his pain level 7-8. The patient reported intolerable pain and requested a dose increase. He had been supplementing with lorcet. The pump dose was increased from 1mg/day to 2 mg/day with a morphine concentration of 12.5 mg/ml. The patient tolerated the procedure well. The patient was seen on (B)(6) 2011 for a pump refill with a complaint of lbp (low back pain); he rated his pain an 8. He was also nauseated, but denied vomiting, fever, and chills. The patient denied any change in the character and distribution of his pain. He continued to report pain across the entire lower back which did not radiate into the lower extremities at the time. The patient was using lorcet for his pre-existing knee pain. The patient had been referred to a psychiatrist/psychologist as he had constant thoughts that he was dying; he denied suicidal ideation. The patient had not seen a psychiatrist/psychologist as of this visit. He was not sleeping at night and did feel depressed. The patient appeared anxious during the visit. At the time, the patient was being worked up for an obstruction in his kidneys. He did report that the felt sedated during the day. He was wondering if it was due to the pump. The sedation was recent and was not occurring at the last evaluation. A drug screen was done and the preliminary results were positive for opiates. Plans for the patient included a psychological evaluation for chronic pain coping skills and anxiety/depression and a comprehensive sleep evaluation. The patient was advised to follow-up with his other physician to have his knee pain evaluated so that he could discontinue lorcet which was to be done before the next pump refill appointment. The physician felt that the patient's sedation was more likely due to depression and the use of trazadone as well as lorcet. The pump was accessed without difficulty; the appropriate amount of the old drug was withdrawn and discarded; and the pump was refilled with morphine (12.5 mg/ml) and bupivacaine (0.9%) which the physician infused into the medication himself. The infusion rate of 6.508 mg/day was continued. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).

Event description:
Corrected information: it has been determined that the following information previously reported in this event....... [During the pump implant procedure on (B)(6) 2009, they first dissected the right lower quadrant area where the previous incision line was incised and carried down through the subcutaneous tissue with cautery. Immediately erupting from the wound was clear, colorless fluid consistent with spinal fluid and/or preservative free saline/morphine solution. This was suction evacuated. The intrathecal pump pocket was opened and it became immediately apparent that the connection site of the hub of the catheter to the pump was torn/lacerated/disconnected at the stitch which secured it to the pump and accordingly fluid was both leaking out from the spinal catheter as well as presumably the infusion from the pump. The catheter was then cut more proximally and then a new connection device secured to the intrathecal catheter. This connection was then secured to the new pump which had previously been refilled with morphine solutions diluted to one quarter strength (12 mg/ml) and the pump was programmed to administer approximately 1 mg daily. The intrathecal catheter's position and the system continuity were confirmed with a contrast myelogram performed through the side port injection site. This confirmed placement in the intrathecal space and no secondary leakage sites were found. The pump was then positioned appropriately in the pocket and the incision line closed. The patient was taken to recovery in stable condition.] ......pertains to manufacturer's report # 6000030200904442.